Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial (B)(4), implanted: (B)(6) 2012, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot (B)(4), ubd: 10-aug-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported the patient had initial implant screwed up, he had a lot of existing scar tissue, and healthcare professional (hcp) was unable to get the leads into the place on his back where they should have gone. Patient said doctor used a ¿wrap - around¿ technique that didn¿t really work. Patient had no therapy or pain relief since implant. Patient said he felt the doctor hurt him and was unhappy with the initial surgery. After that, patient went to a secondary hcp who conducted a laminectomy, placing rods up the patient¿s spinal cord to route the leads properly, and did another laminectomy (during same procedure) to ¿connect the leads to the sciatic nerve¿. It was noted the hcp used the original device component, noting that the hcp ¿pulled them out and put them back in¿. It was stated this surgery happened maybe a few months after implant. It was noted the hcp was unable to implant leads where they should have been placed due to scar tissue, and patient had lack pain relief since implant; the revision surgery happened to correct original implant placement issues. No further complication and event were reported.